Event description:
Right total hip arthroplasty done in 2006 on a female with depuy prodigy stem sm. Stature size 10.5. Doing well in 2008 no pain and approx three months later, after left tha. New spontaneous onset of right hip pain three months prior. Pain progressed xray showed well fixed broken stem the day before. In retrospect xray the next day, showed a crack in the stem. I have xrays and a bone scan that suggest the implant was well fixed, correctly implanted and appropriately sized. The pt is low demand and did not have a history of trauma. This is the second depuy size 105 that I have had break when well fixed at about 2-3 years after implantation in a pt. I think they had to put a weight limit on this size stem. Manufacture it differently or make it in size 11.